Manufacturer narrative:
(B)(4). The site has indicated that the incident unit will not be returning for evaluation. Without the sample a detailed investigation could not be performed. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. A review of the appropriate device history records indicates that this unit was released meeting all specifications as manufactured.

Event description:
(B)(4). The customer reported that during a robotic gyn procedure, the bipolar cable of a fenestrated grasper was accidentally plugged into the monopolar port of the forcefxcs generator. This resulted in an inadvertent activation causing a burn to the patient's bowel that required stitches. There was reportedly no bleeding or extension in the procedure time. The facility is aware that the bipolar device was plugged into the wrong port, and will not be returning the generator for evaluation.